Event description:
Missing guide wire in peripherally inserted central catheter (PICC) kit. When the registered nurse (rn) went to prepare the guide wire, it was discovered the holding tube was empty with no wire in it. Involved kit/consumables were not saved to be returned.

Event description:
Missing guide wire in peripherally inserted central catheter (PICC) kit. When the registered nurse (rn) went to prepare the guide wire, it was discovered the holding tube was empty with no wire in it. Involved kit/consumables were not saved to be returned.